Manufacturer narrative:
Submit date: 6/29/2016. A review of the device history record (DHR) could not be performed or date of manufacture identified as the lot number was not provided. A decontaminated sample without original package or lot number was received and the reported issue was confirmed; the sample present tearing. A corrective and preventative action (CAPA) has been opened to determine the root cause of this reported event. When root cause(s) is determined the appropriate actions will be taken to address the reported condition. If additional information is received this complaint will be reopened. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 03/09/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a lite glove. The customer reports that the lite handle cover contained a hole on the base of the cover. The damage was found during set up when they removed the lite glove from the kit. A patient was not in the room. The lite glove was replaced by another lite handle cover.